Event description:
It was reported that a spectrum pump had a bad keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, bad keypad was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a non-OEM keypad and the keys were difficult to press. The keypad requires replacement. Should additional relevant information become available, a supplemental report will be submitted.